Event description:
Boston scientific received information that this left ventricular (lv) lead confirmed micro dislodgement post implant causing phrenic nerve stimulation in all configurations. This lv lead was surgically abandoned and a new epicardial lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.